Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation of the product, some wrinkles were observed on the shell. According to a manufacturing investigation, these wrinkles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 415cc mentor memorygel breast implant was identified to be defective prior to any operation. The implant was described to have a crater in the middle. No patient contact or consequence was reported.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: an image was provided by the customer, the implant is observed inside an open thermoform, and it has some wrinkles. It also appears like some gel is on the shell surface, but no rupture is visible. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. During visual evaluation of the device, a dimple effect was observed in the middle. The product weighed 414.9 grams, it was compared with the gel fill weight of the products with the same lot number (9434023) and the complaint device is within the product requirements. In addition, a tear was observed on the anterior view, measuring 0.6 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. The information printed on the shell (9434023, hpx 415cc) was also verified against the labeling information from the box, and the information from shell and label match showing no discrepancies. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).